Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('1 coil noted from right fallopian tube embedded in fundus') in an adult female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("other coil in lower uterine segment so coil may have migrated after the vagina and out of the body"). The patient was treated with surgery (laparoscopic robotic assisted hysterectomy bilateral salpingo-oophorectomy cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Lot number:628431 manufacture date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-sep-2021: quality safety evaluation of ptc. Action taken with drug updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('1 coil noted from right fallopian tube embedded in fundus') in an adult female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("other coil in lower uterine segment so coil may have migrated after the vagina and out of the body"). The patient was treated with surgery (laparoscopic robotic assisted hysterectomy bilateral salpingo-oophorectomy cystoscopy). At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Most recent follow-up information incorporated above includes: on 14-sep-2021: mr received : previously reported event "injury to herself" updated to "1 coil noted from right fallopian tube embedded in fundus", event "other coil in lower uterine segment so coil may have migrated after the vagina and out of the body", reporter, medical history, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.